Event description:
It was reported that the balloon ruptured. This ranger paclitaxel-coated pta balloon catheter 6.0 x 100mm, 135cm was selected for use in a percutaneous transluminal angioplasty procedure. The lesion was located in the mid-superficial femoral artery (sfa) and was mildly tortuous and moderately calcified. Atherectomy was first performed in the lesion, after which the residual stenosis was 20%. Then this balloon was used, and it ruptured during the first inflation at approximately eight atmospheres. Further attempts were made to inflate the balloon without success. The device was able to be removed intact, the procedure was completed with a different ranger balloon, and there were no patient complications.